Event description:
This ra lead was implanted on (B)(6) 1992 and was capped on (B)(6) 2011 . The impedance dropped significantly over time to less than 200 ohms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).